Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the reported events were confirmed, the cause could not be specified. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation did not show any metal parts sticking out; however, the bending section cover glue fell off. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the videoscope's distal end was defective and had some threads coming out. It is unknown when the issue was found. There were no reports of patient harm.